Manufacturer narrative:
The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during reverse logistics audit of returned device at (B)(6) the rod template 240mm was found broken. No patient involvement. This report is for one (1) rod template 240mm. This is report 1 of 1 for complaint (B)(4).